Event description:
Customer reportedly received the following results on the aviva system within about 3 minutes: 580 mg/dl and 70 mg/dl. Customer obtained the reading of 580 mg/dl and took his customary 15 units of novolog, not based upon the meter reading. Customer became lethargic and passed out about 3 minutes later. He spontaneously awoke and his wife tested him at 70 mg/dl on the aviva system. Customer ate a sandwich and drank some soda and felt better. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.